Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), product type recharger. Product ID 3888-33, lot# j0110977v, implanted: 2001-(B)(6), product type lead. Product ID 3550-09, lot# l95927, implanted: 2001-(B)(6), product type accessory. Product ID 3550-09, lot# n125672, implanted: 2010-(B)(6), product type accessory. Product ID 3550-09, lot# n0052036, implanted: 2007-(B)(6), product type accessory. Product ID 74002, lot# n228872, implanted: 2010-(B)(6), product type adapter. Product ID 7435, serial# (B)(4), implanted: 2007-(B)(6), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger. Product ID 7495-51, serial# (B)(4), implanted: 2001-(B)(6), product type extension. Product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the stimulation on/off icon on the implantable neurostimulator recharger (insr) was showing that the patient¿s stimulation was off but she knew it was on. She could feel stimulation. The patient was advised to turn stimulation back on with the insr and it was noted that stimulation did not feel different once this was done. Follow-up was performed to determine if the patient had received any assistance with the issue and if she had any further concerns. This event will be updated if additional information is received.